Event description:
New information received notes that prior to the procedure, lead fracture was observed. Upon interrogation, high, out of range pacing impedance was observed. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise on non-sustained right ventricular oversensing (nsrvo) strips and out of range pacing lead impedance. The noise was not reproduced with isometrics in the clinic. No intervention was performed. The patient will continue to be monitored. No patient condition was reported.